Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the extension set leaked from the hub while connected to a non-carefusion needleless valve. No patient harm reported.

Manufacturer narrative:
Concomitant medical devices: bd 10ml 0.9% sodium chloride injection usp syringe ref (B)(4), lot 514811c; therapy date (B)(6) 2015. Conclusion field left blank - no available code for undetermined or unknown cause. The extension set leak was confirmed. Visual inspection revealed a crack on the female luer. Functional testing was performed and leaking was observed coming from the crack. The cause of the reported leak was from a crack on the female luer. The cause of the crack is unknown.